Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The patient experienced high blood glucose values and was about to correct them with the pump, then noticed the pump was off.

Manufacturer narrative:
Correction of catalog number and unique identifier in section d4.